Manufacturer narrative:
No reported discrepancies noted with qc. Customer reports storing all cards and reagents according to IFU. The patient received 2 units of o negative cells. Provue results are consistent with the transfused cells. Cts provided customer with customer letter (B)(4) which explains the how the provue probe aspirates from the bottom of the tube where the transfused cell are likely to be. The investigation determined that the most likely root cause of this event was sample related due to the transfusion. Customer is satisfied with the explanation, no other concerns with the instrument.

Event description:
Customer contacted cts to report a false negative reaction result by the provue in the forward anti-d microwell. The sample was tested on (B)(6) typing as o negative while patient history is o pos. The patient was tested on (B)(6) as an o pos and was transfused two rbc units of o negative. No reports of any incorrect or erroneous results reported as a result of this reported concern. No reports of any adverse reactions with these transfusions.